Event description:
During pulsed field ablation atrial fibrillation procedure, a small amount of air was aspirated from the three-way stopcock on the agilis 13f sheath during de-airing. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.